Event description:
Ventricular fibrillation was induced in a pt being treated for ventricular tachycardia. This event occurred during off-label use of a carto system when ablation energy was delivered following an ep diagnostic mapping procedure. The procedure was performed using several interconnected devices including a diagnostic catheter, carto mapping system, stimulator, and radio frequency generator and recording system. The exact mechanism that resulted in the delivery of fibrillatory current to the pt is still unknown at this time and is under investigation.